Event description:
It was reported that the pt was not able to adjust the stimulation. The display showed the "call your doctor" icon. A power on reset (por) condition was reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).